Event description:
A report was placed at an unk location by physician approx 1 year ago. Pt's catheter became separated from the port. Port hub was removed (B)(6) 2014, but the port catheter was retained in the right atrium. Port catheter was retrieved successfully from the atrium on (B)(6) 2014.